Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained a discordant, falsely elevated cardiac troponin I (tni-ultra) result on the advia centaur xp instrument. Siemens reviewed the instrument's quality control recovery for the month of august and determined that the results recovered acceptably for all levels. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced and aligned bent reagent probe 2 (r2), verified that the dispensing and aspiration of reagent, base, acid and aspirate probes were performing according to specifications, and ran quality controls, resulting acceptably. Then, the cse ran precision tests and the precision test recovered within specifications. The customer indicated that were no discordant results since the service visit. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was tested for tni-ultra 5 hours earlier, using another sample (sample ID (B)(6)); the result obtained on the initial sample was lower than the discordant result and was reported to the physician(s). The patient was re-drawn again on the same day and run on the same instrument, on the next day, resulting lower than the discordant result. The result obtained on the 2nd re-drawn sample was reported to the physician(s). The samples were repeated on the same instrument and an alternate advia centaur xp instrument, resulting lower than the discordant result. The repeat result, obtained on sample ID (B)(6), on the initial instrument was reported to the physician(s) and the physician(s) considered that result correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.